Manufacturer narrative:
The therapy and processor pcas were replaced and the device passed all performance assurance testing and was placed back in service.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device delivered insufficient energy. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.